Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument did not cut enough anymore and got stuck into tissue. The procedure was reported to be aborted with no patient involvement for an unknown reason. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: " concerning the complaints recorded in relation to the scissors, I had discussed this with her during a visit to ambroise paré and she had explained to me that these scissors (often at the end of their life) had a tendency to "stick" to the tissues rather than to cut them. So the term " stuck" as if it were a grasper is not quite appropriate."

Manufacturer narrative:
Based on the claim that the monopolar curved scissors (mcs) instrument did not cut enough anymore and got stuck into tissue, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: it was reported that tissue was stuck on monopolar curved scissors (mcs). Medical intervention may be required in the event that an moving instrument mechanism within an instrument entraps tissue and causes damage. At this time, it is unknown what caused the device entrapment issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) instrument involved with this complaint and completed the device evaluation. The instrument was placed on an in-house system, and cut test was performed. The scissors did not cut cleanly through 0.006" latex. The latex got snagged at the scissor tips. The blade edges were not damaged. An additional observation that was not reported by the site was also identified. The instrument's tube extension exhibited signs of scratch marks/abrasions. The tube extension scratch marks measured roughly 0.063¿ x 0.054¿.

Event description:
Refer to h10/h11 for follow-up information.